Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reported weak augmentation while in use. Fse could not duplicate the reported issue. Fse completed a full system test/pm service, all calibrations, functional, and safety tests passed to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) during use losing augmentation pressure and pump failure occurred. Patient involved, no harm reported.